Manufacturer narrative:
Updated to incorporate the information received on (B)(6) 2016. Patient code (B)(4) included to incorporate the information received on (B)(6) 2016.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was receiving 2000 mcg/ml baclofen at 285 mcg/day via an implantable pump for intractable spasticity and post spinal cord injury. On (B)(6) 2016, it was reported that the patient¿s pump reservoir was empty and the pump was alarming. According to the logs, the alarm date was shown as (B)(6) 2016, though the patient reported that their pump had been alarming for weeks. The patient also reported some itching and terrible spasms. The event date was unknown, but the patient¿s pump was refilled on (B)(6) 2016 and the dose was reduced do to 150 mcg/day. The patient's last refill was in (B)(6) in (B)(6). The patient¿s concomitant medications included 20 mg of oral baclofen three times a day.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. The indication for pump use was post spinal cord injury and intractable spasticity. On (B)(6) 2016 it was reported that the pump started alarming about three weeks ago and the pump was empty. The patient was due for a pump refill in (B)(6) 2016, but missed the refill because they had moved to texas about 4 months ago and did not have a new pump managing physician yet. The patient had gone back once to their pain management physician in (B)(6). The patient was taking oral baclofen (one pill every 8 hours). Per the reporter, about two days ago, the patient was told he could go to the ER (emergency room) to get the pump refilled. The patient had started having ¿side effects of withdrawal¿; his legs felt like noodles and were wobbly, he was itchy, and was getting more rigid. The patient had an upcoming appointment on (B)(6) 2016 for a consultation and refill with a new physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.